Manufacturer narrative:
Evaluation of the returned lens found it covered with surface residue, not inconsistent with an explanted lens. No defects were observed with the lens optic body. Diopter inspection of this lens found it to meet specifications for optical properties. Results showed the lens to measure 20.5 d and is correct as labeled. Review of the manufacturing records for this lens found that it met all manufacturing specifications prior to release. Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens was not received for analysis. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.

Manufacturer narrative:
(B)(4).all pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.

Event description:
It was reported that a zmb00 intraocular lens (iol) was explanted on (B)(6) 2012 due to poor vision results. The incision was enlarged upon removal with no patient complications. It was verified with the customer on a follow up call that there was nothing wrong with the lens.